Manufacturer narrative:
The reported events of high pacing lead impedance and high pacing threshold were confirmed. As received, a partial lead (only distal portion) was returned in one piece. Lead impedance test could not be performed due to procedural damage to the lead, as received. Visual inspection of the lead found calcification covering the ring electrode. The cause of the reported events was due to calcification as indicated on the device session records.

Event description:
Related manufacturer reference number:2017865-2024-71866. It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's atrial lead exhibited high pacing impedance and under sensing. The right ventricular (rv) lead exhibited high pacing impedance and high threshold. The leads were explanted and replaced. The patient was stable.

Event description:
Related manufacturer reference number:2017865-2024-71866. It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's atrial lead exhibited loss of capture, high pacing impedance and under sensing. The right ventricular (rv) lead exhibited high pacing impedance and high threshold. The leads were explanted and replaced. The patient was stable.